Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c leaked at the luer connection. The following information was provided by the initial reporter: "we are not able to obtain a sample properly." Additional information provided on 02/19/2024: - what exactly happened? Why could you not obtain a sample? We used the faulty item for drawing up radioactive substance. It couldn¿t obtain sample due to syringe status. - was anything unusual noted with the device? The mark and the defect compare to the other syringes. - did the clinician have difficulty in aspirating/withdrawing the sample? It is use for drawing radioactive substance we couldn¿t do drawing up syringe not fit properly. - was there a leak? It cause a leak when drawing up our radioactive doses and we check all syringes or else our dose will be waste and it will cause a contamination of radioactive in the area.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.